Event description:
On (B)(6) 2022, fresenius became aware this (B)(6) (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized due to fluid overload and difficulty breathing on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) for abdominal discomfort and shortness of breath (dyspnea) on (B)(6) 2022. The patient was assessed (i.e., radiological, hematological) in the ER, and when the symptoms did not return, they were released (< 24 hours). The pdrn stated the patient¿s new to pd therapy and was uncomfortable due to the prescribed intraperitoneal (ip) volume. Additionally, the pdrn reported the patient¿s dyspnea was volume related, combined with the patient¿s heightened level of anxiety. The nephrologist decreased the patient¿s fill volume from 2100 ml to 1800 ml per exchange, and there have been no further complaints from the patient. Per the pdrn, the patient was never diagnosed with fluid overload and has recovered from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 1/jun/2022, fresenius became aware this 51-year-old ((B)(6) 1969) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized due to fluid overload and difficulty breathing on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) for abdominal discomfort and shortness of breath (dyspnea) on (B)(6) 2022. The patient was assessed (i.e., radiological, hematological) in the ER, and when the symptoms did not return, they were released (< 24 hours). The pdrn stated the patient¿s new to pd therapy and was uncomfortable due to the prescribed intraperitoneal (ip) volume. Additionally, the pdrn reported the patient¿s dyspnea was volume related, combined with the patient¿s heightened level of anxiety. The nephrologist decreased the patient¿s fill volume from 2100 ml to 1800 ml per exchange, and there have been no further complaints from the patient. Per the pdrn, the patient was never diagnosed with fluid overload and has recovered from the events.

Event description:
On 1/jun/2022, fresenius became aware this 51-year-old (B)(6) 1969) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was reportedly hospitalized due to fluid overload and difficulty breathing on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) for abdominal discomfort and shortness of breath (dyspnea) on (B)(6) 2022. The patient was assessed (i.e., radiological, hematological) in the ER, and when the symptoms did not return, they were released (< 24 hours). The pdrn stated the patient¿s new to pd therapy and was uncomfortable due to the prescribed intraperitoneal (ip) volume. Additionally, the pdrn reported the patient¿s dyspnea was volume related, combined with the patient¿s heightened level of anxiety. The nephrologist decreased the patient¿s fill volume from 2100 ml to 1800 ml per exchange, and there have been no further complaints from the patient. Per the pdrn, the patient was never diagnosed with fluid overload and has recovered from the events.